Event description:
A patient had pain approx. 8 weeks post-op. Examination to include "MRI" revealed that the distal rigid fix pin was proud 4-5mm out of the tibial cortex. The pin broke as a result of this and a second procedure was done to remove the broken pin.